Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was informed by technical support about resources available within the mobile app to assist with cartridge fill and load processes, with advice to call back for troubleshooting if the issue recurred.